Manufacturer narrative:
Esc button did not respond due to flattened button dome switch. No button error alarm noted. No moisture damage on electronics noted. Unable to perform functional testing due to no button response. Unit had missing segments/horizontal line on screen, problem isolated tolcd board. Unit had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 223 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.